Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was used for pre-dilatation. During the 2nd inflation, the balloon ruptured at 6 atms. There was no kink prior to use and no resistance during the procedure. The balloon was completely removed from the patient. The procedure was not completed due to another reason. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).